Event description:
It was reported that the bed was not properly receiving power. No adverse consequences were reported.

Manufacturer narrative:
MFR's investigation determined that the user facility had been moving beds without unplugging the bed properly first. This may have resulted in one of the prongs on the plug breaking and the corresponding wire coming out from the insulation.